Event description:
The rtpr indicated that the pt experienced chest heaviness, and shortness of breath has occurred over the course of a few weeks. The rptr also stated that ventricular myopotential inhibition was observed.